Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the optilite single-use holmium laser fiber did not work and had no power transmission when connected to the laser unit. It was later found that it was cracked due to mishandling. The fiber did not make patient contact, and there were no injuries or additional procedures reported.